Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, the lead helix appeared extended, and the tip caught on the patient's anatomy. The tip then appeared 'bent.' The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, the lead helix appeared extended, and the tip caught on the patient's anatomy. The tip then appeared 'bent.' The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.